Event description:
Only when I started using them in 1999 there were stronger that they are now, if I unscrew them after use the needle just stay in place, much too loose in my opinion.

Manufacturer narrative:
This medwatch report is both an initial and final submission as the investigation has been completed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.